Event description:
It was reported during pre use check that cs300 intra-aortic balloon pump (iabp) battery drain fast. There was no patient involvement and no injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, e1, g3, g4(PMA/510(k), g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse noted that the user reported a shutdown and the batteries were unable to sustain the 135-minute duration specified by factory standards. Replaced the batteries and unit passed. Safe to operate.